Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/25/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry experienced recurrent shoulder instability of the target shoulder. The patient followed up in the clinic on 7/17/2024, reporting intermittent subluxation and dislocation events over the past year. The patient denies any new falls or injuries and exhibits a good active range of motion and passive range of motion strength. The patient has chosen to proceed with revision surgery, which is scheduled for (B)(6) 2024. A CT of the implant is unremarkable, and the exact cause of instability is unknown at this time. This event was indicated as unrelated to trauma and is unknown if the issue is related to the univers revers apex implant system. The patient was implanted on (B)(6) 2022, and there was no indication in the notification that the shoulder instability was attributed to the device or the surgery.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.